Manufacturer narrative:
Initial reporter phone number (B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative was dispatched to the account and cleaned, lubricated, reinstalled/reconnected and tightened the sample probe on the architect c4000 analyzer. The result log confirmed good system precision for all assays. The sample activity log was reviewed and did not include the data for the repeat, therefore it was not possible to verify if the results were generated from a barcoded tube or from the same sample originally tested. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The subsequent service history does not include further reports of erratic or discrepant patient results. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect c4000 analyzer generated an elevated creatinine result of 5.65 mg/dl. The sample was repeated and a result of 5.62 mg/dl was generated. The sample was run again 4 days later and a result of 1.33 mg/dl was generated. There was no report of impact to patient management.